Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast pain, rupture.

Event description:
Patient reported left side breast pain. Patient later reported "broken implant." Device has been explanted, replaced with a non-allergan device, and discarded.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ breast pain: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported left side breast pain. Patient later reported "broken implant." Device has been explanted, replaced with a non-allergan device, and discarded.